Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) and roof line ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After completion of the procedure, a pericardial effusion was detected via routine post-procedure intracardiac echocardiography (ice). Patient became hypotensive and tachycardic. Pericardiocentesis yielded an unspecified volume of fluid. Patient was stabilized and transferred to the coronary care unit (ccu). Generator settings included a power average of 30 watts. There is no information regarding generator parameters, other generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow (heparinized saline) was set at 8 ml/min. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
On 5/11/2018, additional information was received which indicates the patient is a (B)(6) year-old female. The patient remained hospitalized for 2 days to ensure complete resolution of the effusion. Patient fully recovered. It is unknown during which phase of the procedure the adverse event occurred. Medical history includes chronic kidney disease (ckd). Labs relevant to the procedure were within normal limits. Factors cited that may have contributed to the adverse event include the patient¿s anatomy and the resultant difficult transseptal puncture. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a merit medical heartspan transseptal needle and a st. Jude medical agilis nxt 8.5 french sheath. Generator was set on power control mode at an average of 30 watts. Power was not titrated. It was noted that it is unknown if generator parameters and thresholds were contributory (unspecified) to the adverse event. Irrigated catheter flow (heparinized saline) was set at 8 ml/min while ablating at less than 30 watts and 15 ml/min while ablating at greater than 30 watts. Patient received anticoagulant during the procedure with activated clotting time (act) maintained above 400 seconds. There is no information regarding spi value. Smarttouch sf catheter was in close proximity to the pentaray catheter. Smarttouch sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. On 5/14/2018, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant bwi products include: pentaray catheter (catalog # unknown, lot # unknown); carto 3 system (catalog # unknown, serial # unknown) concomitant non-bwi products include: merit medical heartspan transseptal needle (B)(4); st. Jude medical agilis nxt 8.5 french sheath (B)(4). Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a pulmonary vein isolation (pvi) and roof line ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The patient remained hospitalized for 2 days to ensure complete resolution of the effusion. Patient fully recovered. It is unknown during which phase of the procedure the adverse event occurred. Medical history includes chronic kidney disease (ckd). Labs relevant to the procedure were within normal limits. Factors cited that may have contributed to the adverse event include the patient¿s anatomy and the resultant difficult transseptal puncture. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Product evaluation details: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly, the force values were observed within specifications. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).